Event description:
It was reported that the pt expired on 05/02/2007, approx 1 day post-op due to unk reasons. The reported device was implanted and explanted on 5/1/2007 due to unk reasons. It was replaced with the model 4900t26mm (refer to medwatch number 6000002-2008-08170). A replacement heart valve was implanted in the mitral position on the same day. Please refer to medwatch number 6000002-2008-08163. Two follow up attempts were made obtain add'l info concerning the reported event. No other info was forthcoming.

Manufacturer narrative:
Device not returned. Reportedly, at the time of implantation of the device, the pt had mitral valve replacement. Please refer to medwatch number 6000002-2008-08163. The explanted ring was replaced with a 4900/26mm. Please refer to medwatch number 6000002-2008-08170.